Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was left capped due to other/non-product experience. Additional information revealed that the lead presented high pacing thresholds and under-sensing. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.